Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a lead impedance measurement anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the reported of the lead impedance measurement anomaly was not determined.

Event description:
It was reported that during a device upgrade procedure, the new device would not recognize being connected to the lead, and was unable to measure impedance or perform capture test. The device was not implanted and replaced with another device. After replacing with another device, impedance and capture test was successfully performed.